Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft aorta cuff was implanted in the patient for the endovascular treatment of a 108 mm long dissection in a 45mm abdominal aortic aneurysm. Chimney technic was performed in left ra(renal artery) with a non-medtronic stent graft device for the proximal. It was reported that a CT was performed approximately one week later, where a type b dissection from the level of the celiac artery to near the subclavian artery was observed. It was stated that it was not clear whether it was a retrograde dissection caused by evar or a type b (non-retrograde) dissection from the subclavian artery. As per the physician, cause of the event might be due to a sizing issue with the stent graft. It was reported that the patient's vascular tissue was fragile originally. No additional clinical sequalae were reported and the patient will be monitored.